Event description:
The customer reported being hospitalized due to high blood glucose of 41 mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the events leading to his admission was vomiting and chest pain. The customer stated that the infusion set was not changed to resolve the issue. The programming time, and date were correct. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer uses the infusion set for more than three days. Advised the customer to change the infusion set at least every three days. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.